Event description:
It was reported (B)(6) performed surgery for humeral diaphysis fracture. Finished with fixation of 2 proximally screws with oblique and 2 distally screws with ap. (B)(6) patient visited the clinic. Patient was given painkillers for pain. No x-rays were taken. (B)(6) x-rays showed good bone fusion process, but it was found that 2 proximal oblique screws are broken. Revision surgery for explant is scheduled on (B)(6).

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported 1/17 performed surgery for humeral diaphysis fracture. Finished with fixation of 2 proximally screws with oblique and 2 distally screws with ap.2/20 patient visited the clinic. Patient was given painkillers for pain. No x-rays were taken.3/25 x-rays showed good bone fusion process , but it was found that 2 proximal oblique screws are broken. Revision surgery for explant is scheduled on 6/20.

Manufacturer narrative:
The reported event could be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The reported event could be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If any further information is provided or the device is returned, the complaint report will be updated.